Manufacturer narrative:
G4: 06mar2020. B4: 09mar2020. The user interface (ui) assembly was returned for analysis. A visual inspection of the ui assembly revealed no anomalies. During testing, the display flickering was confirmed. The ui functioned normally after calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
It was reported that the unit's display was flickering. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The customer reported that the issue was intermittent. The fse replaced the user interface as a preventative measure.